Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "rupture/leakage". This record is for the left side. Device was explanted and replaced with another manufacturer's device, it's unknown if it will be returned.

Event description:
Patient later reported "implant rupture", "baker iii capsular fibrosis with pain", "massive fibrotic and calcified implant capsules", "diffuse bleeding through the wound area". Later, healthcare professional reported "capsular contracture baker grade iii-IV". This record is for the left side. Device was explanted and replaced with another manufacturer's device. Device will be returned.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening. No further actions are required as it is not related to the manufacturing process. ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. ¿ bleeding: unable to observe through visual inspection as it is a physiological phenomenon. ¿ calcification: not observed through visual inspection. None of the other observations performed during the device analysis (creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Patient reported "rupture/leakage". Patient later reported on behalf of physician "implant rupture", "baker iii capsular fibrosis with pain", "massive fibrotic and calcified implant capsules", "diffuse bleeding through the wound area". Later, healthcare professional reported "capsular contracture baker grade iii-IV". This record is for the left side. Device was explanted and replaced with another manufacturer's device. Device has been returned.